Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 v entilator generated a continuous abnormal alarm and the ventilation stopped. It was also reported that the unit generated bd (breath delivery) communication diagnostic codes. The device was available for evaluation. The service personnel (sp) inspected the ventilator replaced graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb), analog pcb, breath delivery (bd) cpu pcb, gui cable and backlight inverters to resolve the issue. The ventilator passed all testing per manufacturer specifications and was returned to the customer. Two gui backlight harness, two gui backlight assembly, one bd cpu pcb, ai pcb, gui to bd cable were received for failure analysis. The vent powered up normally and no errors were recorded in the diagnostic logs. No fault found- replaced as a precaution. One gui cpu pcb was received for failure analysis. The ventilator failed to power up correctly, generating a gui inoperative condition and error code in the diagnostic logs. Further investigation isolated the fault to the coaxial transceiver device, reference designator u35. This would in turn generate a gui inop condition. If this component failed during ventilation the ethernet communications link between the bd and gui pcb's would not function. This would in turn generate a gui inop condition with all the appropriate audio and visual alarms enunciated. The ventilator will continue to ventilate at the last entered settings. The cause of the event bd communication issue was isolated to fault with coaxial transceiver device u35 on gui cpu pcb but the loss of ventilation not confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 840 ventilator generated a continuous abnormal alarm and ventilation stopped. It was also reported that the unit generated bd (breath delivery) communication diagnostic codes. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury. When the device was collected and checked, all the data from the device disappeared (serial number, operating time, etc.).